Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was loaded and inspected by an experienced loader. During the first deployment the blue handle separated. The handle was pressed together several times while attempting to deploy the valve. The valve was implanted upon the third deployment. The delivery catheter system (dcs) was withdrawn from the patient with no complications. The multiple deployment attempts were due to sub optimal positioning of the valve. The deployment knob trigger was never used and the handle was not over driven at any point during the procedure. There was no unusual tension noted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appears intact. The device was received with the capsule partially opened. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Delamination is observed over the nitinol reinforcing frame along both the distal end the proximal end of the capsule. The inner member shaft and spindle hub appears intact with no evidence of damage. The actuator components were removed from the dcs with little to no resistance. Both tabs appear to have a hairline fracture at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The device was received with actuator components attached. The analysis technician separated the actuator components, and fractures were observed on the snap fit tabs of the actuator. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.